Manufacturer narrative:
X-rays were supplied but were not conclusive in a cause. An evaluation of the returned components was completed. The fracture of this component may be due to improper oblique osteotomy preparation. If add'l info is obtained, a supplement report will be filed as appropriate. Conclusions: head-stem fractures, as observed in the size 20 proximal component, are known to occur as a result of surgically impacting an unsupported head as a result of improper oblique osteotomy preparation.

Event description:
The distributor reported that a pt in (B)(6) had a proximal component fractured. An x-ray that was supplied confirmed this observation. When the device was returned an add'l fractured proximal component was returned along with a fractured distal component.